Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin drips were not observed to be dripping out of the tubing during the load fill tubing sequence. Reportedly, the issue occurred with multiple supplies. An additional supply change was performed resolving the issue. Customer's blood glucose level was 223 mg/dl.